Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the display on the customer's insulin pump was intermittently going blank without any warning. The customer also reportedly stated that there were several cracks around the battery cap on the casing of the insulin pump, in addition to other cracks. One crack was stated to go from the upper left corner of the screen to the battery entrance, and another crack was at the entrance of the reservoir chamber. Nothing further was reported.